Event description:
The customer stated that they received questionable results for one patient sample tested with bilt3 bilirubin total gen.3 and d bili direct bilirubin on the cobas 6000 c (501) module. Of the two tests, the sample had an erroneous result for bilt3 which was reported outside of the laboratory. The sample was clotted and slightly hemolyzed. Serum indices were also tested on the sample and upon the initial run, the serum index results were accompanied by data flags indicating that there was a sample clot. The customer was concerned that the analyzer did not hold the bilt3 and direct bilirubin results on the order until all testing on the order was complete. The sample initially resulted with a bilt3 value of 31.9 mg/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2018, resulting with a bilt3 value of 16.6 mg/dl. The repeat result was believed to be correct. The patient was admitted to the hospital and received phototherapy based on the erroneous initial result. The patient was then discharged. Both the initial and repeat bilt3 values were highly elevated. Phototherapy was indicated in either case. No adverse events were alleged. The bilt3 reagent lot number was 32877901, with an expiration date of 31-oct-2019. The field service engineer could not determine a cause. He checked the rinse mechanism level and all fluidics. The customer ran precision studies. No further issues occurred after the service visit. The calibration recovery was within acceptable range. Quality controls were within the expected range prior to the event. The investigation could not identify a product problem. The cause of the event could not be determined.